Manufacturer narrative:
Additional information: h6 (update codes) and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix syringe inlet had foreign matter in an unspecified location. This was observed before patient use. There was no patient involvement. No additional information is available.